Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 335 mg/dl (system 1) and 135 mg/dl (system 2). No adverse event reported. Return of the suspect device was requested for evaluation.